Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that last fall he was feeling dizzy and lightheaded. A company representative reprogrammed his device and he is now feeling great. No patient complications have been reported as a result of this event.